Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a ri.hip posterior approach, general registration of bony landmarks went without issue. The surgeon seemed to disagree with the navigated cup orientation data. The cori calculated his cup to be in 58 degrees inclination and 48 degrees of anteversion. On the patient's post operative xr, the surgeon calculated the patients anteversion of the cup to be 28 degrees. The procedure was resumed manually, without any delay. No further complications were reported.

Manufacturer narrative:
Correction: b1: adverse event and/or product problem, b2: outcomes attributed to adverse event: na, h1: type of reportable event h3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical medical investigation performed does not provide any relevant additional information for the complaint. Screenshots and system log files provided were reviewed with the software support team. The reported problem was confirmed. Rotation of pelvis around caranial/caudal axis is significant - right hip is significantly rotated backwards. Hence version on x-ray will be significantly understated. If version of this x-ray is 28° then it is significantly larger when referenced to the anterior pelvis plane or the functional plane (which intersects with bot asis points). Additionally, the pelvis seems significantly anteriorly tilted, which again would understate the inclination when measured in this radiograph. It is difficult to estimate the actual pelvic alignment in the radiograph, but a 20° deviation in intra-op referencing vs. Post-op referencing seems realistic. Given the severe pelvic rotation, the deviations between post-op orientation on the x-ray and the intra-op measurement, it can be accounted to the post-op measurement on a significantly rotated pelvis. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and only one similar complaint was identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a log file review, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to the patient's anatomy. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.